Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly due to an unresponsive "system on" key. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key. A review of the device history record for (B)(4) was performed from date of manufacture 04/25/2020 to present date 10/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was unexpectedly returned. Per follow up, it was determined that the device was returned due to not turning on. The customer confirmed no patient involvement with this event.